Manufacturer narrative:
The device was tested onsite by third party onsite personnel. The reported problem was confirmed. A visual inspection found age related issues. Results of functional testing indicated that the m3150 was obsolete and needed to be fully upgraded to a modern philips patient intellivue information center (piic); the device was end of life. The third party onsite personnel upgraded the system with no further information on the upgraded piic information. The returned faulty device has been discarded per local procedures. No further action is necessary at this time.

Event description:
The system freezes during use; occasional problem. After rebooting, the system works for a while and then the problem occur again. The device was in clinical use. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.